Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and the button contacts were found to have shifted causing sticking contact.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the keypad buttons are not responding to presses. The patient tried removing the battery to see if re-booting would help, however they cannot confirm the verify screen due to the unresponsive "ok" button. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.